Event description:
It was reported that the third arm could not engage the instrument. The customer had already attempted to reseat the drape, but the instrument still would not engage. Technical support then advised the customer to reseat the drape and instrument again to align the jaw axis disc for engagement. The customer ultimately moved the instrument to the fourth arm to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported ¿arm 3 failing to engage¿ was confirmed and replicated. Field error logs showed that the unit triggered several 22020 errors, all indicating dof 7. Visual inspection revealed the dof 7 gearbox was sunken below the top plate. When tested on the in-house system, the unit consistently triggered the 22020 errors linked to dof 7 (d2). However, when evaluated using the pftp, it passed all tests related to the reported problem. Based on these findings, failure analysis concluded that the dof 7 gearbox was the root cause of the reported issue.